Manufacturer narrative:
H.6. Investigation: two photos were received for evaluation by our quality team. Upon visual inspection of the photos received, it was observed that the syringe tip was bent; therefore, the reported failure can be verified. A device history record could not be evaluated as the lot number is unknown. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.

Event description:
It was reported that syringe 3ml ls 24g 1in tw tip was bent. This was discovered during use. The following information was provided by the initial reporter: bent tip.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 3ml ls 24g 1in tw tip was bent. This was discovered during use. The following information was provided by the initial reporter: bent tip.